Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the device was first installed on the (B)(6) 2015 and that it performed successful self-tests up to the (B)(6) 2016. The device records a power up of ten minutes' duration on the (B)(6) 2016. Manual power ups are also recorded of under one minute duration on the (B)(6) 2016. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation was unable to replicate or find conclusive evidence of the reported fault. The device performed to specification throughout testing at heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit powers on without manual intervention.